Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 581 mg/dl at the time of incident and the current blood glucose of the patient is 267 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. The customer was state that drive support cap was protruded. Customer reports insulin exited at the quick release. The customer had passed the high pressure test. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with loose drive support disk. (B)(4).